Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm and failed battery alarm. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted during test. No pump error 41 or pump error 43 alarms noted during test. No damage noted to motor assembly during visual inspection. Motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).